Manufacturer narrative:
A review of the approved device history record indicated the lot met all release criteria. Based on the available information, the complaint could not be confirmed or determined as the returned stent device was not a mvi inc. Manufactured device. The device referenced in the report was not returned for evaluation.

Event description:
It was reported from (B)(6) that during the treatment of an aneurysm, an lvis jr. Stent (referenced in this report) was placed successfully. The embolization coil (ref. 2032493-2016-00282; (B)(4) was advanced through the microcatheter and resistance was encountered. Only a portion of the coil could be advanced in the aneurysm. Upon withdrawal attempt, the coil could not be pulled, the coil detached or broke within the stent mesh. The entire system was removed successfully. No additional information was provided, there was no malfunction stated with the stent, however we are reporting as this device was involved. No intervention, harm or injury was reported.